Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code with 15 percent battery remaining. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. The device is scheduled for replacement in 2 months. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code with 15 percent battery remaining. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. The device is scheduled for replacement in 2 months. This device remains in service. No adverse patient effects were reported. Subsequently, this sicd was explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code with 15 percent battery remaining. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. The device is scheduled for replacement in 2 months. This device remains in service. No adverse patient effects were reported. Subsequently, this sicd was explanted and replaced with a new device. No additional adverse patient effects were reported.